Event description:
It was reported that during the procedure the harmonic scalpel caused a 3mm "superficial and minor" burn to the right chest wall area of the patient's skin. The burn did not require treatment and no patient injury was reported.

Manufacturer narrative:
The complaint device was not returned to ascent for evaluation so a root cause could not be determined. Ascent's instructions for use state: "during prolonged activation, the blade, the clamp arm, and the distal 7 cm of the shaft may become hot. Avoid unintended contact with tissue, drapes, surgical gowns, or other unintended sites at all times." "While not is use, the instrument's blade should be kept out of contact with the patient, drapes, or flammable materials in the case that accidental activation occurs." The reported event is not occurring more frequently or with greater severity than is usual for the device.